Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a roux-n-y, the handle caused staple line bleeding. Patient was brought back to operating room to control the bleeding. Surgeon used manual stapler to resolve the issue. The staple line was over sewed.